Event description:
Pt admitted to room from ER. Report from ER stated inserted foley catheter. Pt with no urine. Pt admitted for dehydration. Pt had been on unit for 1 1/2 hours with no evidence of any urine output. Placement was checked with balloon deflate, advance and reinflate, still no evidence of urine. Then proceeded to irrigate the foley with the irrigation kit and when the red wrapper was removed, it was noted that inside of the tip of the foley tubing was a lodged blue piece of plastic possibly one of the needless access from the manufacturer. This was not allowing urine to pass. When irrigated, a return of urine was noted. Rn put it back to the bag drainage and there was no passage of urine, so a new bag-only setup was connected. When the new bag was applied the pt had 400cc return of urine.